Event description:
The initial reporter received questionable na and k electrode results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). Two patient samples with discrepant results were provided: sample 1: the initial na result was 120 mmol/l. The repeat result was 140 mmol/l. Sample 2: the initial na result was 123 mmol/l. The repeat result was 139.6 mmol/l. The initial k result was 3.53 mmol/l. The repeat result was 4.07 mmol/l. The reporter noticed the questionable results on a delta check and a patient comparison test.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module and performed a mechanical ion-selective electrode (ise) check which showed liquid remaining in the dilution vessel caused by an issue with a vacuum/solenoid valve. On the fse's follow-up service visit, he replaced the solenoid valves. He verified the module's performance by multiple ise checks, calibrations, and qcs; the customer performed a precision check with successful results. The investigation determined that the issue found by the fse was the root cause of the event. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.